Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. The remote service engineer advised the customer error code 1007 indicates a possible failure of the da-mc cable and advised customer to reseat the cable and test. The customer reported replacing the v60 flow sensor assembly.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 17jan2021.

Event description:
The customer reported an error ventilator-inoperable: machine and proximal pressure sensors failed. There was no patient involvement.